Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion(plif) surgery at l5/s1 level. During surgery, when inserting cage to the curetted intervertebral disc space, the connection part of peek and titanium was broken, and the cage became unusable. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical examination review confirms implant fracture. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. If information is provided in the future, a supplemental report will be issued.